Event description:
It was reported that the 9600 system locked up during a case. The 9600 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The 5volt power supply was adjusted and the battery and hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.